Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The caller did not provide the information for the 2nd roche meter mentioned.

Event description:
Reporter stated that customer received the following results on two different meters within 4-5 minutes: 43 mg/dl (performa system) and 77 mg/dl (unspecified roche system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.